Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.0 diopter intraocular lens (iol) was explanted from the left eye of the patient due blurry vision, postoperative refractive error, due to mechanical complications of the iol. Visual acuity pre-op 20/40 and then post-op 20/70. At exchange there was no vitrectomy however, there an incision enlargement and sutures were required. The replacement lens was another zlb00 of a lower diopter *18.0). No other information was provided.